Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) was admitted to the hospital. A device issue was suspected, as it was reported the patient received a shock from the device due to a metal detector. Technical services told the patient's daughter that the health care professional (hcp) at the hospital would need to contact the local boston scientific sales representative to have the device interrogated. No further information was provided. Evidence suggests the device remains implanted and in service.